Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2019. Several months later, the patient developed a fistula that tracked to the left fossa component. The surgeon removed the fossa component. Tissue samples were taken for microbiology testing, and the results showed growth of (B)(6). The surgeon plans on placing a revision component once the infection has been resolved.

Event description:
The patient's left fossa component was removed due to infection.